Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of approximately 425-536 mg/dl. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump was functioning as intended, however, customer declined to remove site for troubleshooting. Customer reverted to manual injections for insulin therapy. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. The customer reported that hcp believes elevated bg is related to the pump.